Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during drain. The home patient (hp) was connected to the hc. The technical service representative (tsr) explained the alarm to the hp. The hp stated they had the same thing the night before and wanted a different machine. The tsr informed the hp to start over with new supplies or use manual supplies. The hp was upset and had no manual supplies. The tsr informed the hp to close clamps and recycle the power and remove the cassette. The hc was to be swapped. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed due to a lack of sample; therefore, no root cause could be determined.